Manufacturer narrative:
Patient identifier - (B)(6), age and date of birth - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, date of event: unknown, lot number - requested but unknown, expiration date - unknown due to lot number unknown, UDI - unknown due to lot number unknown, implanted date: device was not implanted, explanted date: device was not implanted, device manufacture date - unknown due to lot number unknown. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. We have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled sg2 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. The user facility reported similar events. See MDR 3003902955-2018-00015. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a staff member incurred a needle stick. The needle stick happened when the staff member was attempting to activate a needle after successful patient injection for school vaccine. When attempting to activate against hard surface, the needle bent up and the staff member incurred a needle stick. The staff member was sent for blood labs per facility protocol for post injection needle stick, and returned to work. No medical intervention required for needle stick. The patient received the injection as intended and there was no patient impact.